Event description:
Leica biosystems rec'd a complaint regarding sub-optimal tissue processing resulting in a number of tissue samples that were potentially not diagnosable. On (B)(6) 2013, leica biosystems rec'd info that not all tissue samples exhibiting sub-optimal processing were diagnosable. The complainant indicated that three (3) cases were not diagnosable and had to be re-biopsied. Please refer to MFR report number 8020030-2013-00026 for info related to the instrument and initial complaint.